Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified below the knee artery. After a 6fr non-bsc introducer sheath was placed, a non-bsc guidewire was advanced to cross the lesion. Predilation was performed with a coyote¿ fc balloon catheter. Subsequently, a 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was selected for use and advanced for additional dilatation. However, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).